Manufacturer narrative:
The getinge field service engineer (fse) observed that the internal helium tank was filled with a low pressure. The fse replaced the helium pressure regulator. Functional checks were in order. The fse reported that the gas loss in the balloon noted in the event logs could not be reproduced. All leakage tests were all right. The iabp unit is now working and has been cleared for clinical use.

Event description:
It was reported that after approximately 15 hours of operation, "low helium" message appeared on the intra-aortic balloon pump (iabp) although the bottle was about half full. This issue was discovered during scheduled service/test performed by a company representative. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The initial reporter named is a (B)(6) employee who has different contact details from that of the event site. Please refer to the following email and phone number as contact information for the initial reporter: (B)(6). A supplement report will be submitted upon completion of evaluation and necessary repair of the iabp, if any.

Event description:
It was reported that after approximately 15 hours of operation, "low helium" message appeared on the intra-aortic balloon pump (iabp) although the bottle was about half full. This issue was discovered during scheduled service/test performed by a company representative. There was no patient involvement and no adverse event was reported.